Manufacturer narrative:
The device passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. The insulin flow block alarm functions properly during the basic occlusion test and no prime/seating anomaly noted during testing. All buttons functioned properly. No damage in the keypad assembly noted. The connector was inspected and was properly connected. Power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected power loss error or pump error 25 alarm noted during testing or noted on download history files. The device was received with cracked retainer, cracked battery tube threads, cracked case at battery tube side and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they received stuck button alarm and power loss alarm. The customer's blood glucose was 356 mg/dl at the time of incident. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.